Manufacturer narrative:
Spinal curette complaint received from customer. Customer stated ink was rubbing off the device. The customer noticed when they were setting up the operation room before surgery. The scrub nurse picked up the parts and they had ink rubbing off of them, which contaminated the sterile field. Upon an onsite investigation, it was determined that there was rust. Devices are made from stainless steel, chemical or laser etched, no ink applied to the process of manufacture of this type of device(s). Devices have been sent to the "contract supplier" for further evaluation, expected return will be around the end of (B)(6) 2015. In house inventory was inspected. 100% of the products in inventory were reviewed to look for any signs of rust or discoloration. There were no issues found.

Event description:
Spinal curette, customer stated that there was ink rubbing off the device. The customer noticed when they were setting up the operation room before surgery. The scrub nurse picked up the parts and they had ink rubbing off of them, which contaminated the sterile field. Upon an onsite investigation, it was determined that there was rust.

Manufacturer narrative:
Follow up report: supplier evaluated the device(s) for initial "ink rubbing off" - supplier evaluation found that the writing dissolves after several sterilization cycles. This is not a defect of the manufacturing of the product. The product was properly labeled and passivated. This is the first complaint for these devices out of (B)(4) sold. Devices have been re-etched and confirmed that the etching does not come off through an autoclave test. Devices were returned to the customer. No further investigation of these devices.